Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A functional investigation could not be performed on the returned device components because the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. Data investigations are performed and recorded in the complaint record. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and it passed. The reported event of inaccuracies was not confirmed because the test results contain nothing related to the customer complaint. A root cause could not be determined.